Event description:
The pump was returned for large prime volume. Evaluation revealed that the force sensor was out of calibration and there was contamination on the force sensor plate. This report is made based on results of investigation completed on 08/05/2011.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2011 with the following findings: there were no load step malfunctions noted in the pump history. During testing, the pump pushed all the fluid out of the cartridge and emitted a "no cartridge detected" warning. During evaluation the force sensor was found to be out of calibration. There was evidence of contamination observed on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.